Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured underneath the strain relief approximately 1.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured under the strain relief. This type of damage typically occurs due to improper handling during removal from the packaging. If the 5max ace is manipulated forcefully during removal from the packaging hoop, damage such as this may occur. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was fractured near the hub. The damaged 5max ace was found prior to use and was not used for the procedure. The procedure was completed using a new 5max ace.